Event description:
Boston scientific received a customer comment regarding a dissatisfaction when it comes to the longevity of insignia devices. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.